Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an alto stent graft system on (B)(6) 2022. Reportedly, the alto stent graft system required explantation due to a persistent infection (abscess). There was no leak associated with the alto stent graft system exclusion of the aaa. The aaa had regressed since the initial implant; however, the abscess was not responding to treatment. The device was explanted on (B)(6) 2023. Additional treatment and patient status is unknown at this time. After the initial report, additional information was received reporting that the infection was not graft related and the patient was doing well after the surgery.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded at the user facility. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as doing well after the surgery. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an alto stent graft system on (B)(6) 2022. Reportedly, the alto stent graft system required explantation due to a persistent infection (abscess). There was no leak associated with the alto stent graft system exclusion of the aaa. The aaa had regressed since the initial implant; however, the abscess was not responding to treatment. The device was explanted on (B)(6) 2023. Additional treatment and patient status is unknown at this time.

Manufacturer narrative:
Device explanted, asked if it will be returned but unknown at this time. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : asked but unknown.